Manufacturer narrative:
The investigations found for 1 event that the issue was resolved by the service action. For the other 2 events, the investigation could not identify a product problem. The cause of the events could not be determined. The follow up/corrective actions for 1 event was that black particles and dirt were found inside the hose from the water tank. The follow up/corrective actions for 1 event were that the field service engineer (fse) performed an analyzer check, pipetting accuracy, and ise check. The fse observed the movements and adjustments. All checks were acceptable. There were no mechanical issues and the issue could not be duplicated. The customer's qc continues to be acceptable. The follow up/corrective actions for 1 event was that the field service representative found a photometric interruption. The heat cut filter, lamp, and cuvettes were replaced and the bath windows were cleaned. A precision run was performed, which was within guidelines. The performance of the instrument was verified. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>3</noe> malfunction events. Erroneous high results were generated by the cobas 4000 c311 analyzer. The events involved a total of 3 patients with high results for ckmbl creatine kinase-mb, sali salicylate and altl alanine aminotransferase. The 3 patients' ages ranged from (B)(6) - (B)(6). The patients' weights were requested, but were not provided. There were 2 males and 1 female. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.